Event description:
The event is reported as: the laryngoscope blade is not making a solid connection with the handle and it was not seating properly on the handle. The blade was loose and would not stay seated. The alleged issue detected during testing. No patient injury reported.

Manufacturer narrative:
The sample was received by the manufacturer, but the investigation is incomplete at the time of this report.